Event description:
It was reported that a uromatic ii ultra set had a loose filter in its chamber. This was identified during incoming inspection by the reporting facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.